Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Medical records ad 15 feb 2022 were reviewed by clinician. On (B)(6) 2020, the patient had a left total knee arthroplasty to address end-stage degenerative joint disease of the left total knee. Depuy components including a depuy patella and depuy cement x2, were implanted during this procedure. On (B)(6) 2021, the patient had a revision left total knee arthroplasty to address left knee aseptic loosening femoral and tibial component, massive bone loss, pain, dysfunction, and instability. During the procedure the surgeon observed, osteolysis ¿ type material, the femoral and tibial tray were both grossly loose, where the cement had debonded from implant/cement interface and the cement/bone interface. The patella was not revised. Competitor components were implanted during this procedure, including competitor cement 3. Doi: (B)(6) 2020, dor: (B)(6) 2021, (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient received a depuy attune rp posterior stabilized left total knee replacement on (B)(6) 2020, and utilizing depuy bone cement, to address pain and end-stage degenerative joint disease. There were no complications identified. On (B)(6) 2021, patient's left knee was revised to address, pain, knee dysfunction, aseptic loosening of the femur and tibial tray components at the cement to implant interfaces, massive femoral and tibial bone loss, and joint instability. There was evidence of significant tibial and femoral osteolysis. The patella was retained, but femur, tibial tray, and tibial insert products were revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.